Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/25/2024. H6 component code: g07002 no device problem found. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One open box with thirty-one representative unopened samples and twenty-eight representative unopened samples were received for analysis. Product code w9381h. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. As per the sampling plan, a visual inspection was performed on thirteen samples. The packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: we are currently investigating post operative complication which we have had over the last week. The customer has kept a sample from one patient and would also like to return the remaining in the lot. Lot number is sjmbjc, with an expiry of july 2027. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. 1. Was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? Nothing was noticed to be wrong with the sutures prior or during initial procedure. Sutures failed post-operatively and were already broken when completing re-operation due to the suture failure. Did the suture break post-operatively? Yes. All 4 patients experienced a snapping of suture material in the middle of the continuous suture pattern in the midline. Please perform and document the follow up attempt for product return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a dog underwent a spay procedure on (B)(6) 2024 and suture was used. We have had case of suspected suture failure. The suture has failed in the centre of the wound, causing abdominal content to herniate the abdominal omental fat. Experienced a snapping of suture material in the middle of the continuous suture pattern in the midline. Animal herniated, was brought in on the (B)(6) 2024. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 12/11/2024. The following information was received: as requested, some notes and history of the four cases involved. All carried out by the same surgeon (B)(6) with 2 years experience and used to carrying out routine spays. An audit of her spays before and after this day have all been fine with no significant complications (some bruising and slight swelling in the occasional dog but no different to any other surgeon) three carried out as routine spays on the day, friday (B)(6) , one labrador, one vizla and one boxer, not overweight, routine surgery with 0 pds midline continuous suture, and 2 layers of vicryl 2/0 suture. The fourth was a pyometra presented later in the day closed in the same way. All 4 dogs had the same batch of pds used. The pyometra presented on the sunday with a wound breakdown , involving the midline and herniation of omentum which was repaired. Two of the bitch spays presented on the monday with herniation of omentum and midline breakdown. The fourth was examained on the monday at a post op check and the wound looked good , no swelling and clean. This dog subsequently presented the following day after complete wound breakdown , this dog had eaten approximately a metre of it's own intestine, surgery was carried out and the dog is alive but is suffering from short bowel syndrome. We have covered the costs of the first 3 dogs repaired and gone some way to covering the costs of the fourth dog, however as short bowel syndrome is on going further costs have been built up which the owner will struggle to pay. . I understand that the suture material you analysed appeared to be normal. However it does seem to be somewhat of a coincidence that four dogs on the same day all using the same suture material had midline breakdown (this a very rare occurrence for us and I cannot honestly remember the last time this happened). I would be grateful if somebody would look at this and perhaps as a gesture of goodwill cover some of the costs. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/4/2024. H3 investigational summary: the product was returned to ethicon for evaluation. One suture piece was received for analysis. During the initial inspection of the returned sample, no suture breakage could be observed. However, the extremes were noted to be cut, probably caused by a surgical instrument. In addition, the other sections of the suture were not returned for analysis. This product code w9381h contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.